Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and erosion. There were no additional adverse patient effects reported. The rv lead was explanted. This report was originally submitted as an asr. Report ID #: (B)(4), aware date june 29, 2015. Initial asr report submitted to the FDA july 30, 2015 (qtr 2 2015). Asr authorization number: e2011006.